Event description:
After additional review the following information that was reported does not pertain to this device system: it was reported the patient never had therapeutic effect for their low back and that stimulation was in their legs only. It was noted there had not been any imaging done to check lead placement. It was also noted the patient was preparing to have surgery on their low back because they had another disc 'blown out.'

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37702, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient never had therapeutic effect for their low back and that stimulation was in their legs only. It was noted the patient was in the hospital for "eight days" for their trial. It was noted at some point during the trial the patient's colon was "partially paralyzed." It was noted that even during the trial the patient did not get relief from their low back pain and only had stimulation in their legs. At the end of the eight days it was noted the patient went forward with the implant. The reporter noted that patient went forward with the implant because "it was recommended by the health care provider." It was noted there had not been any imaging done to check lead placement. It was also noted the patient was preparing to have surgery on their low back because they had another disc "blown out." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.